Event description:
Information was received from a patient regarding an implanted infusion pump for intractable spasticity. The patient's pump was used to deliver unknown baclofen. Dose and concentration information was not reported. It was reported that the patient's pump "failed about a week ago". For the past 4 days, the patient had been exhibiting "withdrawal symptoms the ones listed on medtronic's website". A little over a month prior to this report, the patient moved and, in the week prior to this report, the patient feel 4 times. The patient went to the emergency room (ER) and "they sent me to rehab". The patient then started feeling symptoms and they "figure I go to the ER and get everything straight." At the time of this report, the patient was working with a doctor. The patient was redirected to their healthcare provider (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.